Event description:
Following the catheterization, the physician closed the arteriotomy using the closer s device system. The device was inserted and deployed; the physician was not able to get complete hemostasis. Manual compression was used to achieve hemostasis. The patient developed an infection requiring surgical intervention. Notes from the field indicate the patient is a renal transplant recipient with diabetes. The patient refused prophylactic antibiotics prior to the procedure. It was also reported that the patient has undergone a similar procedure in the past, and at that time had also refused antibiotics and developed an infection.